Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient reported that the one infusion set tube is detached from hub. The infusion set is used less then 24 hours. The blood glucose level noticed was 138 mg/dl. No further information available.